Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting and inferior vena cava (ivc) perforation. The patient reported becoming aware of the events approximately twelve years and nine months post implant. The patient also reported anxiety related to the filter. According to the implant records the indication for the filter implant was pulmonary embolism (pe) involving the right lower lobe and a history of cerebral aneurysm for which the patient did not want to take coumadin for fear of bleeding. Deep vein thrombosis (dvt)was also noted as a pre procedure diagnosis. The filter was placed via the right common femoral vein and deployed extending from about the mid portion of the lumbar vertebra l2 down to the top of the lumbar vertebra l4. Prior to deployment a venogram of the inferior vena cava and iliac veins was performed demonstrating a widely patent ivc with good flow throughout and no intraluminal thrombus. Completion x-ray of the patient¿s abdomen demonstrated a trapease ivc filter fully deployed, upright and in good position. The patient tolerated the procedure well. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting and inferior vena cava (ivc) perforation. Per the implant records, prior to the index procedure, the patient was admitted to the hospital with complaints of abdominal pain and later developed shortness of breath and was found to have a pulmonary embolism (pe) involving the right lower lobe. The patient also had a history of cerebral aneurysms and did not want to take anticoagulation for fear of bleeding; therefore, the inferior vena cava filter (ivc) was indicated. Deep vein thrombosis (dvt)was also noted as a pre procedure diagnosis. The common femoral vein was percutaneously cannulated with a vascular access needle. A guidewire was advanced through the needle up to the femoral and iliac venous systems into the inferior vena cava. A venogram of the inferior vena cava and iliac veins was performed demonstrating a widely patent ivc with good flow throughout and no intraluminal thrombus. The renal veins were identified. The trapease ivc filter was deployed, extending from about the mid portion of the lumbar vertebra l2 down to the top of the lumbar vertebra l4. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately twelve years and nine months after the filter implantation. The patient reports ivc perforation and further experienced anxiety related to the filter.